Event description:
It was reported that during an angioplasty procedure, foreign material was found on the sterile package. The target lesion was located in the left anterior descending artery. An icross coronary imaging catheter was selected to advance to the target lesion. Upon preparation of the device, it was noted that a hair was found inside the outer plastic package. The procedure was completed with another with same device. No patient complications were reported and patient's condition was fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an angioplasty procedure, foreign material was found on the sterile package. The target lesion was located in the left anterior descending artery. An icross coronary imaging catheter was selected to advance to the target lesion. Upon preparation of the device, it was noted that a hair was found inside the outer plastic package. The procedure was completed with another with same device. No patient complications were reported and patient's condition was fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A strand of hair was observed inside of the sealed and unopened pouch. The catheter was not removed from the sealed packaging because the complaint was not about the performance of the catheter. The device packaging failed to meet specifications based on its returned condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause of manufacturing was assigned as the root cause has been determined to be manufacturing related. (B)(4).